Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted (B)(6) 2008. According to the complainant, the patient experienced pain, suffering, disability, impairment and disfigurement. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.